Event description:
It was reported that the procedure was to treat a lesion in the right internal carotid artery. The 10x30 mm xact carotid stent system was advanced to the target lesion without issue; however, when the device was aspirated, air bubbles were noted in the non-abbott syringe system. The device was removed and an acculink stent was used to complete the procedure. No air was in the patient. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that when the device was attempted to be flushed the non-abbott syringe system was not fully connected/tightened thus resulting in the reported leak; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.